Event description:
As stated by the customer (B)(6) 2010: "call came in where a pt was being bathed in a miranti. As they were being dried off, they rolled off the front of the device. The staff members caught the resident before they fell to the floor. The facility rep claimed that the bar wasn't down when they were drying the pt off; he also looked at the unit and did not find anything wrong initially, so the unit was put back into service." (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices mfg by arjo (B)(4) will be reported by us, the legal MFR, arjo (B)(4) on behalf of our sales and distribution company in (B)(4), arjo (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.